Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascps0178 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the nurse replaced the infusion port needle for the patient, when she opened the sterile package of high-pressure resistant infusion port type central venous catheter and accessories, she found the insect body in the seal, so she immediately replaced it and used it.